Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was chosen for implant with a 12f amplatzer trevisio intravascular delivery system. It was reported the defect's short axis static measurement was 27mm and the long axis static measurement was 23mm. It was reported the atrial septal defect was sized 28mm and sizing was determined via a 34mm sizing balloon and transesophageal echocardiography (tee). After deployment of the 30mm occluder, the implanting physician conducted a push-pull technique when the device pulled through into the right atrium. A decision was made to recapture the device and remove from the patient. The device was replaced with a 32mm amplater septal occluder using the same 12f delivery system. After deployment, the physician conducted the push-pull technique again and there was no residual shunt. The device was released from the delivery cable and the patient status was reported stable. Later, it was reported 2 hours later, the patient became "extremely combative and it took 5 people to hold him down and restrain him" and one person had applied a lot of weight/ pressure on the patient's chest in order to keep them on the table. The physician performed an echocardiography and found the device had dislodged and embolized into the left atrium. There was no report of partial or complete blockage/obstruction of any blood flow. It was then decided to admit the patient for open heart surgery to explant the device the next day on (B)(6) 2023 and surgically close the atrial septal defect. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined. However, the field also indicated that the implanter believed the combination of a very large asd with minimal aortic rim and the fact that the patient was extremely combative post procedure contributed to the reported event.